Event description:
A patient in the ICU with sepsis, massively fluid overloaded from fluid resuscitation, and esophageal bleeding that required surgical intervention was undergoing crpt. The patient sustained a blood loss of approximately 520 ml when the operator of the prisma did not return the blood from five consecutive m100 filter sets following self test alarms. According to the ICU nurse manager, there were no adverse events and the patient did not exhibit any symptoms because of the multiple blood loss events. Treatment was resumed on the same prisma machine with another m100 filter set. The patient continued on the same prisma machine for four more days until her condition improved and she is no longer required (B)(4) treatment.

Manufacturer narrative:
The prisma machine was inspected by the gambro technical service following the dedicated procedure. The machine would not pass the first self test. The pressure transducers were all calibrated and within manufacturing specification. He found the connectors, internal of the machine, on several power harnesses were corroded. He replaced the power harnesses. He performed a simulated treatment, with no problems encountered. He authorized the return of the machine to clinical use. The prisma machine during the reported event worked according to all manufacturer's specification performing an internal self test every 2 hours. As designed the prisma machine alerted the user to unusual pressure condition or unusual pressure reading by generating the "malfunction: self-test failure (0020)" alarms each time the first periodical self-test was entered. If the alarm condition cannot be solved, the user must stop the treatment. At this point, the user has the option of returning the patient's blood or discarding the blood in the extracorporeal circuit. According to the prisma system operator's manual, when a "malfunction: self test failure (0020)" alarm occurred, the prisma machine enters a safe-state by stopping all pump and closing the return line clamp avoiding any potential harm to the patient.